Event description:
It was reported that the lead was repositioned due to a micro dislodgement, and it appears that the lead remains in use. Follow up at this time failed to gain any additional information about the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.